Manufacturer narrative:
A cpu board was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to the piezo buzzer was failing intermittently due the insulation resistance was out of specifications.

Manufacturer narrative:
Date of event : (B)(6) 2021. Date of report: 08mar2021.

Event description:
It was reported that the ventilator, while it was being checked, had a backup alarm failed. There was no patient involvement. The manufacturers international service technician could not duplicate the reported issue, however found the error code in the ventilator diagnostic report. The manufacturers international service technician replaced the central processing unit (cpu) as a precaution. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.